Manufacturer narrative:
Unit received with cracked and bleeding lcd glass noted. Unable to perform displacement test due to lcd damage. Severely cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump display is cracked and is difficult to read. Customer also indicated that display screen appears to be pushed in. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for display but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.